Event description:
It was reported that a pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to inspect and clean the pump and attempt a cartridge change, which proved unsuccessful. Technical support then instructed the customer to try a cartridge from a different box and eventually decided to replace the pump. The customer requested and was informed about receiving cartridge replacements and a new pump with updated software, with guidance on returning the faulty pump and programming the new one. The customer was satisfied with the outcome.